Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose level was 131 mg/dl at the time of the incident. Customer was assisted with troubleshooting. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Insulin pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing.